Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was partially removed/ capped and replaced during valve surgery. No patient complications have been reported as a result of this event.